Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a displayable history check failed on startup. Customer stated that this alarm happened a few days ago. Customer's blood glucose was 6.5 mmol/l. Customer thinks a temp basal may have been programmed but he is not sure as it was a few days ago. Customer stated that the pump was not stored without a battery and the alarm occurred during normal use. Customer stated that they just got off a plane. Customer does not plan to use the spanish language. Customer has never changed the battery in the pump and is new to using the pump.